Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia in both lungs. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on dec 29, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia in both lungs. There was no report of serious or permanent patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The device's downloaded logs were reviewed. There were five errors found. The third party service center concludes that they could confirm the customer's allegation and there was visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3, h6 has been updated in this report.